Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that instructions for use (IFU), guide wire hi-torque guide wires ce states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU violation did not cause or contribute to the reported separation. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire kinked and trapped in the anatomy resulting in the separation during retraction of guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional reported information indicates that a lv lead is a left ventricle lead. It is unknown if there was resistance during advancement and removal of the whisper guide wire. It is unknown if there was a clinically significant delay in the procedure. Final patient outcome is unknown. No additional information was reported.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. A follow-up report will be submitted with all additional relevant information. Mw5089232.

Event description:
Information received via user facility medwatch: "we then placed an 0.014" guidewire (abbott vascular whisper extra support, ref no: (B)(4), lot no: 9031171) with a lv lead backloaded onto the guidewire into the lateral branch vein. The lead was tested and noted to provide acceptable capture threshold and sensing. When the 0.014" guidewire was pulled back through the lead, the distal 3 cm floppy nitinol end of the 0.014" was noted to be retained within the distal end of the vein as the guidewire was removed. We confirmed the retained segment of the fractured 0.014" guidewire in the distal end of the lateral branch vein on fluoroscopy and we recorded that this segment of the retained of the retained guidewire did not move on fluoroscopy. We inspected the portion of the guidewire that was removed and noted the fractured end of the guidewire. We pulled back the lead to see if the distal end of the guidewire would come out with the lead, but we confirmed under fluoroscopy that the fractured end of the guidewire was not attached to the lead. Given to fact that lateral lv vein is too small {<2mm) to accommodate a snare, we would not be able to remove this retained segment of the guidewire. This retained segment is made of nitinol and does not preclude the pt from undergoing future mris. Because of the pts depressed ejection and mobitz 2 av block, we expect him to have high burden of ventricular pacing and rv pacing alone without an lv lead for cardiac resynchronization therapy would place him at risk of admissions for decompensated congestive heart failure, worsening lv function, and increased risk of sudden death with decrease in lv function. As a result we decided to proceed with implantation of the lv lead into a lateral branch vein of the coronary sinus and leave the fractured retained of the 0.014" guidewire in its current position, since it remained in stable position with serial fluoroscopic images. Permanent atrial fibrillation, mobitz 2 av block with left bundle branch block, symptomatic bradycardia with exertional intolerance presented with 2 episodes of near syncope, 1 of which occurred while driving. Pt presents for urgent cardiac resynchronization therapy pacemaker given lvef = 40% on echocardiogram on (B)(6) 2019 and risk of worsening heart failure secondary to chronic right ventricular pacing. FDA safety report" additional reported information indicates that a lv lead is a left ventricle lead. It is unknown if there was resistance during advancement and removal of the whisper guide wire. It is unknown if there was a clinically significant delay in the procedure. Final patient outcome is unknown. No additional information was reported.